Manufacturer narrative:
The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In oct 2024, a patient in USA underwent a procedure for the replacement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported that the patient was still in the hospital due to an unspecified surgical wound infection and underwent a peg / j tubing change. It was unknown if the surgical wound infection was related to the peg / j tube. No further information was available as multiple attempts to obtain additional information were unsuccessful. Conservatively, abbvie has chosen to report this complaint.